Event description:
It was reported that the patient developed an infection which the physician believed was not device or procedure related. The physician inspected and cleaned out both the midline and pocket incision sites. No hardware was compromised or removed. The patient was doing well postoperatively and was administered with antibiotics. The device remains implanted and in use.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6) batch: 5003723 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6) batch: 5004577 UDI: (B)(4).